Manufacturer narrative:
D4: medical device expiration date: unknown. H4: device manufacture date: unknown. H3: a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd maxzero multi-fuse extension set with needleless connector components separated. There was no report of patient impact. The following information was provided by the initial reporter: as mentioned in my previous email, another bd trifurcate broke at the luer-lock needleless connector site. I have attached pictures for a better visualization. The bedside rn was removing it to perform a lab draw from the pac, which has a needleless connector. Looking at both instances, these patients had received methotrexate and continuous sodium bicarbonate infusion, not sure if that has any correlation to the luer-lock breaking.

Manufacturer narrative:
H6: investigation summary: a complaint of a broken luer was received from the customer. Photos of the defect were provided by the customer. In the photo, the male luer is seen to be cracked and fallen off of the rest of the set. The customer complaint of component damage was confirmed. A device history record review for model mz9266 lot number 22109105 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to a physical sample not being received, a root cause could not be determined.

Event description:
It was reported while using bd maxzero multi-fuse extension set with needleless connector components separated. There was no report of patient impact. The following information was provided by the initial reporter: as mentioned in my previous email, another bd trifurcate broke at the luer-lock needleless connector site. I have attached pictures for a better visualization. The bedside rn was removing it to perform a lab draw from the pac, which has a needleless connector. Looking at both instances, these patients had received methotrexate and continuous sodium bicarbonate infusion, not sure if that has any correlation to the luer-lock breaking.